Manufacturer narrative:
Please disregard this MDR. The event which is reported on MFR report # 2016493-2021-68635 (8015 alaris pcu 1.5 module s/n (B)(6) is a duplicate of what reported on MFR report # 2016493-2021-71514 (8015 alaris pcu 1.5 module s/n 15469196). All the necessary details has been already reported on MFR report # 2016493-2021-71514.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.